Event description:
Surgeons states that line broke inside of pt and that the product is defective. The device was used on an outpatient, after approximately 2 weeks of placement the device no longer works properly.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.